Manufacturer narrative:
Submit date: 08/09/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that one patient was overfed by roughly 225cc, which caused the patient to vomit. Subsequently, the patient was sent to the hospital and admitted with aspiration pneumonia. The pump was initially set at a rate of 50ml/hr, but then reset and started feeding at 400ml/hr during the middle of the feeding. The customer also reported that this pump reset occurred around the same time that the facility experienced an electrical power surge. Medical intervention required; the patient had to be suctioned and put on oxygen.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿the customer reports that one patient was overfed by roughly 225cc, which caused the patient to vomit. Subsequently, the patient was sent to the hospital and admitted with aspiration pneumonia. The pump was initially set at a rate of 50 ml/hr, but then reset and started feeding at 400 ml/hr during the middle of feeding. The customer also reported that this pump reset occurred around the same time that the facility experienced an electrical power surge.¿ the unit underwent operational testing using the customer¿s original settings; the complaint could not be replicated. The unit was then recertified; no faults were found with the unit. Additionally, the unit¿s power circuit was tested. The power circuit testing indicated that the 5v supply to the microprocessor remains stable, even under conditions where the input from the power adapter is not stable. There were no faults found with the unit. A review of the device history record shows that this unit was manufactured in 2009 and was released meeting all manufacturing specifications.